Manufacturer narrative:
Follow-up # 1 date of submission 10/18/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/07/2013 with the following findings: the keypad cover was found to be torn across the bottom of the down arrow button. During testing, the down arrow and contrast keypad buttons were found to be intermittently unresponsive and required multiple button presses with increased force to engage; the up arrow and ok keypad buttons responded appropriately. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed that the display screen text was dim/faded, discolored and difficult to read. A test screen was inserted and was found to function properly with no signs of fading or discoloration of text. Also unrelated to the complaint, evaluation revealed a crack on the cover above the display window at the primary seal. There was also a crack in the battery compartment at the opening of the battery chamber and below the finger pad extending down to the primary seal.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a keypad issue. Reportedly, the down button is not responding consistently to user input. There is no damage to the subject pump. There is no evidence of product misuse, moisture, or corrosion associated with the reported issue. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).